Event description:
It was reported that patient presented in clinic with both right atrial and ventricular leads that exhibited loss of capture. Drops in impedance in both leads were also noted, although the values were still in range and acceptable. It was confirmed via fluoroscopy that both leads had dislodged, both leads were explanted and replaced with new leads. Patient was stable. Related manufacturer reference number: 2017865-2019-09622.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
Prior to explant, the ventricular lead exhibited r-wave amplitude variation and the atrial lead exhibited undersensing and p-wave amplitude variation. Programming changes were made prior to explant.